Manufacturer narrative:
Evaluation of the returned device revealed that the device was partially fractured at the joint point between the mesh cable and distal end of the shaft. This observation confirmed the event description and most likely occurred due to the excessive forces that were applied during retrieval. The technical investigation of the returned subject device demonstrated that it was properly assembled and manufactured. The bleed in the m2/m3 might be related to the device, however, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the bleed. Potential adverse events such as bleeding are included in the device labelling. Consequently, it was determined that the reported adverse event is anticipated complication.

Event description:
Rapid medical received report regarding right m2-m3 occlusion that was treated with the tigertriever 13. Prior to subject device deployment a run was performed to verify that the vessel is not perforated. Device retrieval was done with red 62 aspiration catheter that was located in the carotid t. Some resistance was felt while the subject device and the headway duo mc were retrieved together from m3 to m2. While retrieving the devices in m1, the physician encountered a resistance and had to apply excessive forces to retrieve the subject device and the microcatheter. A control run at the end of the procedure showed a bleed in the m2/m3 branch that was successfully addressed by using a temporary coil.